Event description:
Imp date: 2005. It was reported that the pt had a single level tlif at l5-s1 using infuse bone graft/verte-satck capstone peek implant and supplemented with cd horizon sextant rod and screw posterior fixation via a mast technique. Approx one month post-op, the pt complained of radicular pain. MRI showed fluid collection posterior to the interbody space. By nine months post-op, solid interbody fusion had occurred, but a bony shell had developed around the fluid collection, and is believed to have severely impinged the nerve root. Approx nine months post op, a revision surgery was performed to remove bone and surrounding tissue. Current pt status is unk.

Manufacturer narrative:
Although it is unk if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Device was not returned to MFR for eval. Unable to determine the cause of the event.